Manufacturer narrative:
After the evaluation was noticed that the lot number informed does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that almost 12 months after the dental implant was installed in intraoral region 14#, its non-osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).